Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: after insertion of the t-pal implant, the applicator inner shaft fell out of the outer shaft. Closer inspection revealed the top end had broken off and was lodged in the application knob. The broken part was retrieved from the application knob. No prolongation of surgery was reported as the implant was already in place. There was no reported harm to the patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformance reports were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The visual inspection of the returned device performed as part of the product investigation reported the head of the applicators inner-shaft was broken off. The technique guide states controlled and light hammering on the applicator, reference is on page 27 of the applicable technique guide . The complaint condition is likely the result of high mechanical force being applied during hammering. The manufacturing records were reviewed and no deviation to the specification was found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.